Manufacturer narrative:
Visual evaluation of the complaint device was performed, and the catheter was noted to be kinked. It was also noted that the catheter was broken in two pieces. The catheter was stretched around the area that was broken in half. A functional test was unable to be performed due to the catheter being broken. It is probable that the catheter broke from the physician pulling on the device due to tortuous anatomy or pressure from stones encountered during the procedure, resulting in excessive force being applied in order to remove the stone. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the procedure, as the physician was pulling the catheter, the balloon popped and the catheter broke in the middle into two pieces. The physician retrieved the pieces by removing the scope from the patient and then removing the balloon from the scope. No parts of the device fell inside the patient. The procedure was completed with another extractor pro rx. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Reported event of catheter broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the procedure, as the physician was pulling the catheter, the balloon popped and the catheter broke in the middle into two pieces. The physician retrieved the pieces by removing the scope from the patient and then removing the balloon from the scope. No parts of the device fell inside the patient. The procedure was completed with another extractor pro rx. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.